Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self test on (B)(6) 2011 for a low battery. The device remained in fault mode until (B)(6) 2011. The device performed a successful self test on this date and performed to specification until (B)(6) 2011. The device shows a further 5 failures of self tests for a low battery and then passing a manual self test. The problem with the device was attributed to a failure of the battery terminal pogo-pin. The device performed to specification until (B)(6) 2011 therefore the problem developed after this date. The pad pack, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 500p device is for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.